Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device at eri (elective replacement indicator). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a charge circuit timeout following a ventricular tachycardia (vt) storm. It was noted the patient would receive an appropriate shock and the convert the rhythm, then the patient would go back into vt prior to the episode ending. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.